Event description:
It was reported that the customer had high blood glucose levels of 309 mg/dl. The mother of the customer reported that the customer treated with a manual insulin injection. The mother of the customer also reported at least seventeen motor error alarms from the insulin pump basal delivery. Troubleshooting was done. The customer reported that they were able to complete the rewind sequence on the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.